Event description:
The customer contacted beckman coulter, inc (bci), and reported that while they were running a cmp (complete metabolic panel), they obtained an erroneously very low reading of "< 5 iu/l" for ck (creatinine kinase) and ld (lactate dehydrogenase) for one pt from the datalink/dl2000 data mgr system which was connected to the dxc instrument. The dxc instrument had uploaded a suppressed "orr lo" (out of reportable range, low) flag for ck and ld to the dl2000 console and upon recognizing this flag, the dl2000 reported the ck and ld results as "<5 iu/l." The results were reported to the physician; the autovalidate function was enabled so the technician did not see the results prior to being sent to the physician. The physician questioned the results. The pt sample from the primary tube was re-run on the dxc instrument and yielded a ck result of 98 iu/l and an ld result of 128 iu/l. The results were amended. There was no adverse event or injury associated with this event. However, it is not known if there was any change in pt treatment.

Manufacturer narrative:
A bci customer service rep confirmed that the customer had incorrectly configured the rule, that is, the customer had written rules to have the dl2000 report out "< 5 iu/l" for ck and ld "orr lo" results. The customer has corrected the dl2000 rule to no longer convert the "orr lo" flag to "<5 iu/l" and the autovalidate function has been disabled by the customer. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 to (B)(4), 2010 for add'l reportable events.